Event description:
Protack was placed on the mesh and fired but the tack did not completely deploy from the deivce. Tack was fixed to the mesh and pelvic wall. Upon forced removal of the track, residual bleeding occurred. Pt status is okay. Procedure: lap hernia repair.